Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed in the lab. The results of a sample evaluation revealed a particle between tubing and connector by the ring seal. The root cause was not identified. The cause was undetermined. A label review was not performed due to unsuspected user error. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The home patient (hp) registered nurse (rn) called on (B)(6) 2011 to report that the caregiver (cg) brought in patient line luer connection cut from cassette. The lot number was unknown at this time. The cg had found a black spot found in the connection where the luer attaches to patient line. The sample was unused. The rn said that the cg will try to locate lot number. There was patient involvement. It would during set up. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.